Event description:
The advocate stated his son received a blood glucose reading of 23mg/dl from the contour next link meter, re-tested on a different meter and received 151mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The meter was replaced at the request of the advocate.